Event description:
An ophthalmic surgeon reported that during vitrectomy surgery, the system displayed a message indicating that the inlet pressure was too low. The system was exchanged and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the pneumatics module, air distribution module, and fluidics module. The system was then tested and met product specifications. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).